Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose was 457 mg/dl treated with insulin pump. Customer had symptoms like nausea, tired and aggravated. Customer¿s current blood glucose was 150 mg/dl. Troubleshooting was performed and no issues were found on the insulin pump. Customer advised to change entire change set, reservoir and insulin, treat as per health care professional¿s instructions. Insulin pump will not be return for analysis.